Event description:
It was reported that the patient had a lead explanted because of high impedances (>4000 ohms). The patient felt an electrical shock while driving their car. The revision/replacement was scheduled to determine the cause. At explant the impedances of the leads were measured and were okay. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID 388928, lot # 0203720451, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the conductor broken between the two proximal tines. Circuits 0, 1, and 2 were open.